Manufacturer narrative:
Medical device brand name: bd ultra-fine¿ nano pen needles 32g x 4mm - pentapoint¿ comfort/easyflow¿ technology. Initial reporter phone #: (B)(6). Initial reporter zip: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd ultra-fine¿ nano pen needle 32g x 4mm - pentapoint¿ comfort/easyflow¿ technology was unable to deliver insulin. The following information was provided by the initial reporter: after the application of insulin with the bd ultra-fine needles, her son continued with a great lack of glycemic control, reaching 420mg/ml. He waited up to 15 seconds and mentioned that the insulin kept coming out of the needle, without the complete ejection of the liquid, causing a change in blood glucose.

Event description:
It was reported that the bd ultra-fine¿ nano pen needle 32g x 4mm - pentapoint¿ comfort/easyflow¿ technology was unable to deliver insulin. The following information was provided by the initial reporter: after the application of insulin with the bd ultra-fine needles, her son continued with a great lack of glycemic control, reaching 420mg/ml. He waited up to 15 seconds and mentioned that the insulin kept coming out of the needle, without the complete ejection of the liquid, causing a change in blood glucose.

Manufacturer narrative:
Investigation summary: a photo of two shelf cartons for pen needles from lot# 0189491 was provided. No pen needle samples (including photos) were provided therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. H3 other text : see h10.